Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a machine has been extremely slow between ID entry and providing biometric. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI), medical device model a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the slowness since pyxis 1.8 upgrade. A technical support specialist (tss) found that domain name system(dns) records had pointed to an old domain server, which was removed and significantly improved login speed and overall performance. The system was monitored to ensure the improvements were sustained. However, delays were still reported with the biometric ID scanners, prompting the opening of another case to track firmware updates for the stations. This case was closed as the dns-related issue had been resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a machine has been extremely slow between ID entry and providing biometric. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.